Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. The patient noted that he lost his recharger and got the replacement yesterday. The patient reported that the connector pin was mislabeled. The patient reported that the connector faced backwards, the arrows don¿t line up and nothing would come up on the screen. Additional information was received from the patient on (B)(6) 2018. The patient reported that he got a new cord for the recharger and now he wasn¿t getting a connection to the ins. The patient reported that he was seeing a reposition antenna screen. The patient reported that he had not charged since 2014. The patient was also getting the poor communication screen on the patient programmer (pp). Additional information was received from the patient on 2019-07-01. The patient reported that he was unable to get his system working again, even with the new equipment, so he had the complete system removed in (B)(6) 2019. No further complications were reported.